Event description:
It was reported that an ilet user performed a factory reset while exploring device settings, which interrupted cgm pairing and prevented insulin dosing until the pump received sensor data and the user completed weight entry; the user¿s cgm showed hyperglycemia with readings in the 300s, and the issue was attributed to missed dosing until the system was switched to bionic mode after correct sensor code entry. Symptoms included hyperglycemia without reported associated symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component issue and a medical device problem classification of insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.